Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted device was discarded by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2023.